Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having really bad pains like shocking in their back and need to turn the device off but did not have the programmer with them. Patient reported the shocking started when they went to reach for something and it just started spasming and shocking sensations and it hadn't stopped. The issue started about 30 minutes ago. Summarized steps to turn therapy off per patient request however patient may call back for assistance once they have access to their programmer/communicator. Patient called in and reported that they were having spasms and pain where their implant was implanted. Patients want to turn off therapy. Agent reviewed and assisted patient to turn off their therapy over the phone. Patient asked why they felt pain in their implanted site. Agent redirected patient to their healthcare provider (hcp).